Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. No blank display noted. Insulin pump had cracked end cap, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unresponsive keypad and buttons due to being dropped on the concrete. The customer's blood glucose was 389 mg/dl. The discontinuation of the device was advised. Nothing further was reported.